Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024- 12264- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On 13 may 2024, it was reported by the patient that three infusion set was fell off during use. One fell off on (B)(6) 2024 and lasted for 36 hours another fell off on (B)(6) 2024 and lasted for less than 24 hours. Patient bg was found to be between 100-200mg/dl. No further information available.